Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted main display was confirmed during product evaluation. The root cause of the reported problem was determined to be a distorted main display. Appropriate action was taken to correct the reported problem by replacing the main display. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted display image. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.